Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported glistening 10 years following an intraocular lens (iol) implant procedure. The patient has experienced reduced visual acuity. The patient's retina has had no problem and a posterior capsulotomy had already been performed. Additional information has been requested.